Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's current blood glucose is unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of hospitalization details has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The customer's mother reported via phone call that customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2019 at 7:00pm. The customer was treated in hospital intensive care unit and released on (B)(6) 2019. The customer was not on insulin pump therapy at the time of the reported hospitalization due to reported insulin pump malfunction. It was reported that customer suffered insulin pump malfunction on (B)(6) 2019 which resulted in time constantly being off or bolus was not delivered properly which lead to high blood glucose levels.